Manufacturer narrative:
During an internal review on 23-sep-2024, noted a correction to the 3500a follow-up #1 under ¿d4. Primary UDI number¿ field as it should have been populated as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 08-sep-2024. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto 3 system and a map shift occurred with no error message, patient movement nor cardioversion performed. After mapping, they felt like the map was "off" on the carto 3 system. The map looked like they had missed an entire part of the anatomy. They remapped and it looked like the map had moved a couple of centimeters. Nothing looked "off" except for the map. They continued the procedure using the new map with no other issues. They did not cardiovert and the patient had not moved when the issue occurred. No error messages were displayed on the carto 3 system. An investigation was initiated by the manufacturer to investigate the issue. Data received from the account was analyzed, and it was found that there was a noticeable move of the chest patch of ~10 mm, several hours after the study began. The resulting map and points were non consistence due to the patient movement. The reported map shift was caused by the patient movement during mapping despite it was reported that there was no patient movement prior to the map shift. Map shift due to a patient movement even if no error message present is a normal or expected response from the system. There was no system malfunction. The issue was related to user error. The history of customer complaints reported during the last year associated with carto 3 system was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto 3 system and a map shift occurred with no error message, patient movement nor cardioversion performed. After mapping, they felt like the map was "off" on the carto 3 system. The map looked like they had missed an entire part of the anatomy. They remapped and it looked like the map had moved a couple of centimeters. Nothing looked "off" except for the map. They continued the procedure using the new map with no other issues. They did not cardiovert and the patient had not moved when the issue occurred. No error messages were displayed on the carto 3 system.

Manufacturer narrative:
During an internal review on 16-aug-2024, noted a correction to the 3500a initial as missing g4. PMA/ 510(k) "k213264". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).